Event description:
It was reported that on (B)(6), 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+. It was noted both leaflets were long and thin. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On december 8, 2023, the patient was experiencing shortness of breath. Transthoracic echocardiogram (tte) was performed and it was observed implanted clip had detached from the posterior leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. On (B)(6), 2023, a secondary mitraclip procedure was performed to treat the slda clip. A mitraclip xt was implanted laterally to the previously implanted clip, reducing the mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with clip detachment from posterior leaflet, appears to be due to an improper leaflet insertion. The reported recurrent mr was due to the slda. The reported dyspnea was a secondary effect of recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.